Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The technical service representative (tsr) had discovered through troubleshooting that the patient line was not primed to the top. The tsr had the home patient (hp) close all the clamps and cycled power. The hc went to ¿press go to start¿. The tsr had the hp disconnect from the patient line and disconnected all the supplies attached. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the initial drain where the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.